Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the intellivue multi measurement server x2 displayed a speaker malfunction inop. It could not be confirmed if there was sound coming from the device. The device was not in use monitoring a patient at the time of the reported malfunction.